Event description:
In this event a dentist reported that he had several patients who have developed cysts after using thermaseal plus. Some resulted in an apicoectomy, others resulted in tooth extractions.

Manufacturer narrative:
Upon review of x-rays the dentist provided, it was found that the dentist had overfilled the canal in each pt. While there is no indication that the device used malfunctioned, because this resulted in a serious injury, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.